Manufacturer narrative:
On april 17, 2023. The international distributor sent an update that they had checked the pump and were unable to confirm the original allegation, however, the battery life being displayed incorrectly was observed. H6 - removed 2885. On april 17, 2023. The international distributor sent an update that they had checked the pump and were unable to confirm the original allegation, however, the battery life being displayed incorrectly was observed. H6 - removed 2885.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 140 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.